Event description:
Medtronic received information that 15 months following the implant of this bioprosthetic valve, the valve was explanted for stenosis and high gradients. Recent echocardiograph measurement of the gradient showed a mean gradient of 71 mmhg and a peak gradient of 109 mmhg. The patients ejection fraction was between 40-50 and their body surface area (bsa) was 2.11 m2. The initial implant procedure technique used was a mini sternotomy with the ultra sizer set. Medtronic additional information received noted that the patient had dental work done between the initial implant and the explant of this valve.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory the valve was rotated in the stent, the right cusp of the valve to the non-coronary cusp position in the stent. The stent posts appeared distorted. Remnants of pannus extended 1 to 4 mm onto the inflow of the left and right cusps. Pannus remained attached to the sewing ring on the outflow extending to the right non-coronary stent post. An unknown amount of pannus appeared to have been removed from the inflow and outflow during explant. Tan thrombotic appearing host tissue filled and stiffened all leaflets on the outflow. All commissures were intact. All leaflets were stiff due to host tissue on the outflow. Tiny tears were noted along the inflow margin of attachment of all cusps, possibly due to the removal of host tissue. The free margin of the left cusp was folded back and adhered to the host tissue on the outflow. Radiography showed no evidence of mineralization in the valve and/or host tissue. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Reduced performance of the valve is attributed to host tissue overgrowth and thrombus. These finding are generally considered patient related conditions. (B)(4). (B)(6).

Manufacturer narrative:
The product has been returned and analysis and device history review is in progress. Upon completion of analysis and the device history review, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.